Event description:
It was reported that pump declared cartridge change error after customer experienced minimum fill issue while trying to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, confirmed o-ring was intact, inspected and cleaned pneumatic tap area, reattached cartridge securely, and successfully completed load process with guidance from technical support, then resumed insulin delivery.